Manufacturer narrative:
Device MFR date. Monitor - 11/2007. Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was restested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that his monitor screen was blank. Support had the pt try multiple battery packs and the monitor would not power up. A lifecor pt service rep (psr) tried the pt's battery packs in another monitor. This new monitor powered up. Psr swapped out the monitor.